Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose at the end of march. The customer reported their blood glucose was over 600 mg/dl at the time of incident. It was found the customer experienced high blood glucose because the insulin pump shut off without warning. The customer was able to lower their blood glucose to 150 mg/dl when the paramedics arrived. Customer reported they did not receive a low battery alert prior to the off no power alert occurring on the insulin pump. Customer also reported this was the second occurrence of a off no power alert on the insulin pump. The customer also reported the insulin pump had battery longevity issues. The customer also reported a no delivery alarm occurring on the insulin pump. Customer was unable to troubleshoot at the time of the call. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.